Manufacturer narrative:
Concomitant therapies: juvéderm vollure¿ xc, bupropion, methylphenidate, and valacyclovir. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "late onset nodules" and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported that a patient was injected in the lid cheek junction (both sides) and deep medial cheeks (both sides) with one syringe of juvéderm vollure¿ xc, botox®, juvéderm® ultra plus, and juvéderm voluma® xc. Patient was also injected in the oral commissures and the mental crease with two syringes of juvéderm vollure¿ xc and juvéderm volbella® xc 14 days later. Patient developed late onset nodules in the oral commissures bilaterally and the lid cheek junctions, bilaterally. Symptoms occurred approximately 4 months after 2nd dermal filler injections. The patient was seen by healthcare professional the day after symptoms were reported and was given clindamycin and also claritin to help with swelling. Two days after seeing healthcare professional for treatment the patient started a 12-day treatment of prednisone. The symptoms are ongoing. This record represents the juvéderm volbella® xc. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00944 ((B)(4)), # 3005113652-2018-00996 ((B)(4)), # 3005113652-2018-00997 ((B)(4)), # 3005113652-2018-00950 ((B)(4)). This MDR is being submitted for the fifth suspect product, juvéderm volbella® xc, also a device manufactured by allergan.

Manufacturer narrative:
Additional information:

Event description:
Healthcare professional reported that "..not all the sites injected caused the nodules, just that was all locations [where] vollure were injected." Juvéderm vollure¿ xc injection sites were reported as "nasal piriform sulcus, perioral upper lip, oral commissures and mental creases."